Event description:
The impact emv+ portable ventilator was being prepared for use to support a patient during ground transportation when the device was reported to alarm and display a "calibration error" message and that it no longer functioned. The patient was able to be ventilated using automated back-up equipment and it was reported that there was no injury to the patient as a result of either the device event or the switch to back-up ventilation. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the need to provide back-up ventilation using a manual method. This event has been submitted here as a serious injury event because back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated (all parameters were within specification). Periodic maintenance, calibration and functional testing were performed at impact following the event. The unit was returned to the end user after it tested within specification. Review of the service history of the device showed two prior reports of problems with the device that could not be confirmed by impact upon evaluation of the device. A subsequent discussion with management at the user's site revealed the possibility that staff training may have been a factor in the root cause of this event. Impact offered additional field training for the staff which was refused.